Event description:
It was reported that a patient underwent a uterine electrosurgical procedure on (B)(6) 2012. During the procedure, while performing a hysteroscopic resection of a polyp and taking photographs in the uterine cavity, the loop of the resectoscope detached from the instrument was noted in the uterine cavity. The surgeon was aware as it was visually seen on the monitor. The polyp was very hard, and therefore, the surgeon had to use pressure in order to attempt the resection. When it was noted that the loop had come away, the procedure was stopped immediately. The surgeon felt no urgency in doing an x-ray on the patient as she would need further surgery later, where the uterus would be removed. However, an x-ray of the patient was taken and the loop could still not be detected. The container that holds the fluid from this procedure was also searched to no avail. The patient had another x-ray on (B)(6) 2012. Further surgery had been scheduled for (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion.: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). During the procedure, the fibroid the physician was trying to resect was too calcified and that the loop bent when it was used initially. The physician then tried to re align it a few times to which the physician felt may have weakened the loop and caused it brake away. Although the loop was never located the surgeon opines, the broken loop had not been left in the patient. The patient required a hysterectomy due to the calcified fibroid and not because of the possible retained loop segment. The pathology report did not show any evidence of the broken loop no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The active loop of the device has become detached due to mechanical strain/excess force at the point where the loop enters the crimps within the ceramic on both active and return arms of the device. The customer report states "the polyp was very hard which meant the surgeon had to use pressure in order to attempt the resection". The information for use warns "do not use the electrode tip to probe or manipulate tissue. Mechanical contact between electrode tips and tissues or other instruments may result in damage to the instrument."